Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, a restart could not resolve the issue. A philips service engineer inspected the system onsite and confirmed that the host pc would not start automatically with the system but could be started with the on/off button. The engineer reseated the connections and returned the system to use in good working order. Codes were updated based on the investigation outcome.